Manufacturer narrative:
Exemption number: e2014018. Please provide the patient information; age, gender, weight, outcome, and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the io screw was broken: according to the customer:"according to the surgery, the posterior cervical bolt s4 had to be changed for 1 time, the first bolt completely broke from lot: 51927568 lost the polyaxial at the time of blocking, where it showed release a thin layer, 2 times at the moment of the lock." All medwatch submissions related to this patient are: 9610612-2019-00156.